Event description:
Patient stated that for the last month she has had several infusion set tubing break away from the luer lock. Patient also stated that her blood glucose had increased more than 500 mg/dl.